Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an instrument latch which locks the cups modules in the up position for customer maintenance failed on the unicel dxc 800 pro chemistry analyzer. The failures occured for three modules. No injury was reported due to this event.

Manufacturer narrative:
Service visited and replaced the guide rails.